Manufacturer narrative:
Additional information was added to h3, h6, and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a puddle of water below the product which suggested a leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from unknown location on a u9000 set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.